Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot# va0b900, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-aug-2017, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they never experienced therapeutic benefit, they didn't think the therapy was that great. The patient stated that the therapy had been a total waste of time because it hadn't helped them at all. The patient still had incontinence and used pads so often they should buy stock in them. Patient said they had gotten in a car accident 3 years prior to report and healthcare provider thought the trauma could have moved the patient's internal device components with their first implant, so the doctor replaced the implant, but that didn't help. No further complications were reported or anticipated.